Event description:
Vascade deploys a hemostatic disk by pulling. When pulling the rod to deploy it, the rod broke off. It was unclear whether the disk was deployed. It was not deployed, but had it been when this broke, there would have been no way to retrieve it. Ultimately, the device came out safely, and the new device was deployed correctly.